Event description:
Customer initially reported the infusion device displayed an e7 electronic error that could not be cleared by changing the battery. The infusion device was returned to the first level investigation unit. During a preliminary evaluation, it was found the up button is permanently pressed and the soft components of the up and down buttons are torn. The infusion device will be sent to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).